Event description:
The customer reported that when a user enters more than 2000 characters, the exceeding info becomes truncated. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that when a user enters more than 2000 characters, the exceeding info becomes truncated. No pt harm was reported. A report was received indicating that when preparing a report in xcelera data entered as free text in the interpretation summary may not be stored in its entirely in the products database. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.